Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms, and the motor passed the motor test.

Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.